Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump had distorted piezo. No adverse effects reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good condition with scratched screen. During functional testing no issues were found relating to the distorted piezo. During startup the pump gave error 1260. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified but another issue was found.